Event description:
The customer reported on (B)(6) 2011, the fiber was noticed to have commenced forward firing at 35662 joules during prostate vaporization. The procedure was continued with another fiber. Neither the pt nor the end user experienced any injuries as a result of this event.